Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.

Event description:
As reported via the (B) (6) study, a pt experienced a vessel dissection during pre-dilation and thigh pain the day following the index procedure. At the time of the index procedure, angiography revealed 80% stenosis of the left superficial femoral artery. The lesion was described as minimally calcified and 4cm in length. Following pre-dilation with a opta pro 5x2 80cm, there was 50% stenosis and it was reported that a grade b (linear, non-persisting, extravasation of contrast) vessel dissection occurred. The dissection was treated with the study stent and was not flow-limiting. A 7.0 x 40mm smart control, iliac was implanted at the target lesion, with 0% residual stenosis. The following day, the pt complained of mid left thigh pain that was treated with pain medications and resolved approx four weeks later. The pt was discharged the day after the index procedure. According to the investigator, a dissection following pre-dilatation would be an expected event.